Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation.  The catheter had been bent just distal to electrode ring 3, and the shaft material had been fractured at this location. In addition, electrode 1 read as an open circuit during electrical testing and the magnetic sensor wires read as high and variable resistance circuits during electrical testing. Further investigation revealed that conductor wire 1 and both sensor wires were damaged at the location of the fracture in the shaft material. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. When force was applied to the distal tip, optical fibers 1-3 intermittently met specifications for signal intensity and displayed cavity distances near the maximum of the detectable range, consistent with a deformation of the tip assembly due to excess force applied to the tip during removal from the packaging. In addition, fluid ingress was noted into the shaft between the tip electrode and electrode ring 2, which is also consistent with the observed loss of contact force and with the fracture in the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the investigation performed and the information provided, the cause of the deformed tip assembly, fractured shaft material and subsequent fluid ingress is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, the contact force disappeared and there was noise coming from the distal electrode. An error appeared on the ensite "tool in port 3 hardware failure. Replace the sensor. If the problem persists, contact sjm technical support". The catheter was changed to a different port, the system was restarted, but the issue persisted. The procedure was unable to be completed due to this issue.